Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary the product was returned to depuy synthe for evaluation. Visual inspection of the returned device found that the tip of the scr ø1.5 self-drill l5 tan 1u I/clip was broken. The fragment was not returned. However, the fracture surface was thoroughly examined and no problems with the material were noted. The observed condition is consistent with a torsional failure which is likely due to the application of significant torque during the implantation process. Due to the device was received out of the original package, the reported condition of upon receipt cannot be confimed. According to the matrixorthognathic surgical technique guide the following warnings are mentioned: these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon has to make the final decision on removal of the broken part based on associated risks in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed. Tighten screws in a controlled manner. Applying too much torque to the screws may cause screw/plate deformation, or bone stripping. Surgical implants must never be reused. An explanted metal implant must never be reimplanted. Even though the device appears undamaged, it may have small defects and internal stress patterns which could lead to breakage. Check instruments periodically for wear or damage. Replace worn or damaged instruments prior to use. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the scr ø1.5 self-drill l5 tan 1u I/clip would have contributed to the complained device issue was consistent with the reported condition. Based on the investigation findings, the potential cause is traced to the application of significant torque during implantation. There is no indication that a design or manufacturing issue has caused the reported complaint condition and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history. Part:04.503.225.01c. Lot:69694p6. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 10 jun 2025. Expiration date; na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, the screw has no tip. Changed another one to continue the surgery, the same problem happened again. No surgical delay. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.